Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states he has gone through 4 batteries and his pump was not working ,finally he put in another battery and the battery worked for about a day because when he took out his pump today out of his pocket the pump was dead. The customer also states corrosion in the battery compartment. The customer was assisted with troubleshooting and the display turned off again. The customer also states that she was having high blood glucose but she declined to troubleshoot. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.